Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient received resolute integrity stent. It is reported that the patient feels ill and constantly has chest pains. The patient states that they are allergic to "everything" including plavix and nickel, and they told the physician before the stent was implanted.